Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged after the syringe needle was inserted through it. Customer changed out the syringe needle. There was no reported impact to the customer's blood glucose.